Event description:
The customer reported that the device was during a rotator cuff repair. The pt had surgery on thursday, and on monday returned to their physyician for follow-up. The physician ordered an x-ray which showed the anchors were not in the correct place. The pt was brought back to surgery on tuesday and the anchors were removed. The rotator cuff was then sutured into place. The subject sample anchor was given to the pt.